Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual evaluation of the returned product found damage to the outer carton and sterile packaging that is visually consistent with transit damage. Sterility is considered breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the inner sterile packaging was punctured. This was discovered prior to surgery. Attempts have been made and all available information has been provided.